Manufacturer narrative:
In analysis of the images, it does not appear that the laser impacted the posterior capsule. The scheimpflug images were reviewed and in all 10 images all surfaces were properly identified. The default posterior capsule clearance was used (1mm). There was little to no eye movement noted during the procedure. Laser log files were reviewed and the surgical procedure was completed 100% with no error messages recorded. No device failure was found. A vitrectomy was performed. During a post- operative clinical follow up the doctor reported that, that patient has a visual acuity of 20/25 and no other issues or concerns has been reported. Root cause: unknown.

Event description:
On (B)(6) 2016, doctor reported a posterior tear and a vitrectomy was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2016, doctor reported a posterior tear and a vitrectomy was performed.